Manufacturer narrative:
Investigation of this report is currently in progress. At this time, the sample associated to this report has not been returned for evaluation. If a sample is received, a summary of the evaluation will be provided in a supplemental report.

Event description:
In 2005, nellcor puritan bennett received a report that a 8perc tracheostomy tube developed a small cuff leak while in use on a patient. The customer reported that the leak could have been a result of the positioning of the tube. The customer reported that the patient's physician elected to replace the tube with a different model.